Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. The customer's blood glucose level was 313 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.